Manufacturer narrative:
The insulin pump was received with no esc button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Event description:
The customer's wife reported via phone call that the customer had a keypad anomaly. Customer went to give a bolus and the keys seemed to freeze. Customer took out the battery and put it back in. Customer's wife stated that the keys worked a couple of times but then the keys weren't responding. Customer took the pump off in the shower and left it on the bathroom cabinet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.